Event description:
The pt had surgery to fix a problem (not specified) with the implantable neurostimulator system. Device registration indicates a lead was replaced. The pt was still having problems with the system afterward. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)